Manufacturer narrative:
The customer will not return the device for evaluation as they are unable to find it. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the springing mechanism dropped into the patient's airway during a procedure. The case was delayed by approximately 15mins. The dr. Was able to get the spring out. No negative impact in state of health reported.